Manufacturer narrative:
Clinical review: there is a probable temporal relationship between the patient event of peritonitis with subsequent hospitalization and pd therapy with the liberty cycler and cycler set, although it is unknown if the patient was in active treatment at the time of the event. There is no documentation to show a causal relationship between the peritonitis and the liberty cycler or cycler set. Additionally, there is no reported allegation against any fresenius product for this event. Based on the available information a cause of the peritonitis cannot be confirmed. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Registered nurse from a dialysis clinic reported that there was a cassette leak while using the liberty select cycler during a patient treatment. It is unknown if there was any cycler alarms encountered and if there was any complications experienced by the patient as a result of the alleged event. Additional information was solicited.

Manufacturer narrative:
Since the patient was using a non fresenius product prior to hospitalization, a follow up MDR submission with the plant investigation will not be submitted. A communication will be sent to the manufacturer of that system.

Event description:
Additional information was solicited and received. The patient¿s peritoneal dialysis nurse stated that the patient went to the hospital with peritonitis. The patient was reportedly not using a fresenius device for peritoneal dialysis prior to hospitalization. The patient was still hospitalized at the time of the notification from the nurse. A communication will be sent to the manufacture of the peritoneal dialysis system.